Event description:
A patient reported having issues with their cartridges, as they were harder to remove and the rubber gaskets frequently stuck to the pump, necessitating the use of a knife to extract them. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and the case was closed by technical support.